Event description:
Complainant alleged that during the incoming inspection of the device, "open air discharge" and "bridge test failed" messages were observed. The complainant indicated that there was no pt involvement in the reported malfunction.